Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during vaginal incision for a robotic laparoscopic total hysterectomy, the bipolar fenestrated grasper (bfg) broke and one of the jaws fell into the patient. The issue was caused after the bfg was intentionally rubbed against the cadiere forceps (cf) to scrape debris from the jaws. The broken jaw was retrieved using laparoscopic forceps and the bfg was removed using the broken instrument procedure. The bfg was replaced with another one to complete the procedure. There was no patient injury.